Event description:
Additional information provided by the surgeon: the patient was passing excessive blood although his h/h never went down that much. Too much inflammation to be able to tell if the staples were present or not. I was able to stitch the mucosa back together. He is incontinent of urine (has a foley still) and has poor anal sphincter tone but can defecate ok. I expect it will take awhile for his pelvic nerves to come back.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post op of a hemorrhoidectomy procedure performed on (B)(6) 2012 the patient returned to the hospital (B)(6) 2012 and was admitted at the main facility. When the patient was taken to the or a hematoma was found and the staple line was disrupted and there was bleeding. The original procedure was successful and had been performed at the surgery center. The patient had been discharged home. The device was discarded after the original procedure. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). The device was not returned.